Event description:
An optometrist reported a pt with allergic conjunctivitis and superficial punctate keratitis (spk) at lasik follow up visit. Add'l info indicated the patient was started on an over the counter ocular allergy medication. This report references the left eye. An add'l report will be filed for the right eye. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).